Event description:
It was reported by service report that the rod side hydraulic hose was leaking. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Rod side hydraulic hose.